Event description:
I had a brain MRI with contrast, the next day I had a full spine MRI, in the machine I started to experience extreme pain in my armpit area, chest and arms. The tech had to keep removing me from the scan and as soon as I went back in the pain would get unmanageable as soon as it started to scan. It has been a week and I am still having chest pain and numbness in my arms. FDA safety report ID# (B)(4).